Manufacturer narrative:
Investigation summary:three photos were received by the customer which doesn't verifies the customer complaint of flow issues. No product was returned by the customer. A device history record review for model mfs102 lot number 22029883 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02mar2022. Here were quality notifications issued for the failure mode reported by the customer during the production build of this set for lot 22029883 as notification ID #: (B)(4). On 07jul2022. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that usage with the bd maxguard flow controller administration set with needleless y-site(s) led to being occluded. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the issue happened again of having flow issues with the product.